Event description:
(B)(4). Initial and additional info received from a consumer on (B)(6) 2009: a (B)(6) female received 2 vials of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) for cosmetic purposes on (B)(6) 2009. The consumer reports immediately after the injection on (B)(6) 2009 her eyes swelled. She was told by the nurse to massage it and that this was "normal". By friday of that week ((B)(6) 2009), the consumer developed large bags under each eye and they have a nodule in them. She describes them as "sausages under her eyes". She mentions the areas under her eyes are now permanently swollen and that she has general swelling and darkening under her eyes (approx half inch in size). The consumer contacted the nurse who administered the injections and was told they will "just go away" however they are not going away. She also mentions she is experiencing slight headaches and slight fevers. Concomitant disease listed as allergic to stitches. Concomitant medications were not provided. No further relevant info reported. Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.